Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09501. It was reported that the patient presented for a device upgrade procedure. Upon x-ray testing for case preparation just prior to the procedure, the right atrial (ra) and right ventricular (rv) leads were found pulled back to the pocket. The ra lead was explanted and replaced. The rv lead was capped and replaced. The patient was stable.